Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and blower foam degradation observed during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the unit wont turn on, screen will light up but will not blow, had a so clean hooked up to it related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There were 27 errors found. The manufacturer concludes that they confirmed the customer's allegation of the unit having no flow and the unit had e-020 due to blower foam degradation. Unit scrapped section d9 and h3 were corrected which were incorrect in initial report.